Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and primary analysis results revealed no anomalies found. Additionally it was noted that the proximal conductor was disported, outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. Additionally it was noted that the proximal conductor was disported, outer insulation had a cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the patients expired. The patient's spouse called and asked "why didn't the device save him." The patient "had not been feeling well that day" and had a significant history of ventricular tachicardia, ventricular fibrillaiton, and mycardial infarction.